Event description:
It was reported via user-facilities report # 201022-2015-020, patient with a history of right hip fracture 6 weeks ago, had repair to hip. Patient recently developed severe pain of right hip that made it impossible to ambulate. X-ray shows movement of the compression screw closer to the supralateral articular margin of the head of the right hip. Patient underwent removal of intramedullary, right hip screw as well as, placement of revision, long diaphyseal fixation stem with hemiarthoplasty proximally.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be return.